Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2016-23846.

Event description:
The customer reported via telephone call that the insulin pump alarmed no delivery and that he changed the infusion set three times. The blood glucose reading was 409 mg/dl. The drive support cap appeared normal and recessed. The customer declined futher troubleshooting and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.